Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Weld broke on left hand frame at the back cain and upper frame inside weld.